Manufacturer narrative:
A new device and lead were successfully implanted. The explanted products were not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, pacing and shock impedance measurements had been fluctuating the past few months. Shock impedances had risen to greater than 125 ohms. A chest x-ray was performed and no issue was observed. The device and lead were removed and replaced. No additional adverse patient effects were reported.